Event description:
It was reported that the device emitted a double beep for no cassette during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: the device serial number was updated from (B)(6) to 324656 on (B)(6) 2022. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400. H4: correction: device manufacturing date: 24-jan-2001.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with cracked rear case and signs of fluid ingression; the tamper seal was removed. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated. The device was found to be double beeping during the investigation. Signs of fluid ingression were found on the downstream occlusion sensor which is believed to have possibly caused the issue. The downstream occlusion sensor was replaced as a result of the fluid ingression as corrective action. The root cause was traced to user interface/customer damage. The product is beyond 22 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).